Event description:
Customer requested a log review for an overinfusion of magnesium. The available details are as follows: a 2 gram bag of magnesium sulfate was hung on (B)(6) 2013 at approx 10:27am, at a rate of 50ml/hr with a vtbi of 50ml. At 10:30am the device alarmed (unspecified, but not for infusion complete) and the nurse found that the bag was empty. Customer reports that there was no harm to the pt. The customer did not provide any add'l pt or event details.

Manufacturer narrative:
(B)(4). Devices not rec'd, lot review only. The device log and data set have been rec'd and the eval is pending. A f/u report will be submitted with failure investigation results once the eval has been completed.